Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (200-328 mg/dl) and the cause was not known. A correction bolus would be delivered to address the bg level. The customer reviewed the pump history and confirmed that the boluses had been successfully delivered. The customer declined tandem technical support's (cts) offer to troubleshoot. Cts recommended the customer to discuss the high bg with a healthcare provider.